Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital after multiple inappropriate shocks were delivered. Inappropriate anti-tachycardia pacing and multiple inappropriate shocks were delivered due to atrial fibrillation with rapid ventricular response. Therapy provided did not terminate the arrhythmia. Additional information has been requested but was not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.